Manufacturer narrative:
Additional information: d9, g3, h3, h6, h11. The product evaluation could not verify the failure mode due to condition of product. A review of the device history record (DHR) did not identify an anomalies or nonconformities that could be related to this event. The lot history, trend analysis and direction for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens (iol) was explanted from a patient's left eye due to persistent blurry vision and discomfort of the lens. A new iol of a different lens model and power was implanted successfully with no complications. The surgeon attributes the likely cause of the event to dysphotopsia.